Event description:
It was reported that the right ventricular (rv) lead was experiencing noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d154vwc implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent and distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to melting and breached due to a tear. Visual summary analysis of the lead indicated apparent explant damage. The partial lead in segments that was returned was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the noise described in the event. There were no anomalies observed that would contribute to noise, and all electrical/visual testing was within specified parameters. In addition an in-vivo fracture or insulation breach was not observed. The lead was returned with explant damage. The full lead was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.